Manufacturer narrative:
Additional information was received and noted the following: the introducer was peeled away. The vessel caliber and pressor burden were the only factors noted.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial number). Upon review, the section d serial number has now been updated. Corrected information was provided in d10 (concomitant product). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in h5 (labeled for single use?). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was unable to be determined due to insufficient clinical details. The cause of saturated pump flow is not determined since no data logs and product were returned. The cause of low pump flow is not determined since no data logs and product were returned.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support t he 27 year old female patient who had been admitted in with indication of cardiomyopathy, presenting in scai stage e shock. The patient was also supported by extra-corporeal membrane oxygenation (ECMO), inotropes, vasopressors, and a vent for respiratory needs. The other underlying medical history was not shared. The team did observe and note the patient had small vessels. The cp inserted leg became ischemic. To treat and perfuse the limb they placed a reperfusion catheter. The ischemia could have also been due to the pressors on board. The day after implant there was suction noted secondary to thrombus ingestion with waveform abnormalities and saturation of flows. The medical team was aware of disseminated intravascular coagulation (dic) which may have contributed to the thrombosis. The pump was explanted on 2nd day of support and the team placed a new cp pump and support proceeds to date. Ischemia may be influenced by patient-specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics, like this patient's smaller vessels and pressor use. The patient survives.